Manufacturer narrative:
(B)(4). Non-healthcare professional this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Patient code:vessels, perforation of (2135)- listed in IFU, thrombosis (2100)-listed in IFU, organ(s), perforation of (1987)-not listed in IFU. Device code:difficult to remove (1528)-not listed in IFU, no code available (3191)- [tilt, device perforation]-listed in IFU. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant (B)(6) 2007 via the right common femoral vein due to pulmonary embolism. Patient alleges tilt, device unable to be retrieved, organ perforation, severe/persistent chest pain, shortness of breath, deep vein thrombosis,, high blood pressure, swollen legs, mass in lungs and kidneys. Patient further alleges chronic mild abdominal pain, depression, anxiety.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip-tilt, irretrievable, vc & organ perf, pain, sob, dvt, high bp, swelling, mass lung/kidney, dep/anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported pain, shortness of breath is directly related to the filter. Unknown if the reported peripheral vein thrombosis, high blood pressure, mass in kidney and lungs, depression, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The catalog # and lot # are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.